Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The report received states during injection the lens got stuck in injector and got damaged, leading to use of a back-up lens, which also has been reported faulty , and to more complex and prolonged surgery. As a final consequence of two failed injections, the back-up lens had to be explanted from the eye, the wound was sealed, and the patient was left aphakic. The device has not been returned to rayner. Our review of production records for the rayone trifocal rao603f batch 073220618 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone trifocal rao603f batch 073220618.

Event description:
On (B)(6) 2024, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone trifocal rao603f. The event description provided states that the lens jammed in the injector resulting in prolonged surgery as a consequence of a second problem with the back-up lens (see MDR 3012304651-2024-00030).